Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely causes of the reported failure are misaligned insertion, and prying/leveraging the device during insertion.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that an ar-2324pslc-2 swivellock anchor broke upon insertion. The patient was not harmed and the product was discarded. The same anchor with a different lot was used to complete the repair. Case was delayed 5 minutes but no additional anesthesia was administered. This occurred during use in a case with no patient effect.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. Investigation is in process. A follow-up report will be provided upon availability of additional information.